Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact on the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared.